Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net remote transmission from (B)(6) 2020 with two instances of ventricular noise reversion. The noise reversion appears to be a result of oversensing ventricular lead noise. The noise is large and the physician would monitor for now before considering a lead revision. There were no consequences to the patient.